Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff did not inflate prior to use. It was reported that the recannulation of a replacement tube was required.